Event description:
It was reported that the patient developed a scar at the infusion site after wearing the pod between 5 and 24 hours. The patient reported that the site was swollen, painful and had purulent discharge. They reported that they have experienced similar issues with previous pods, however that this one left a scar. The patient reported that they were advised by a diabetes nurse to use a barrier spray before applying the pod, however they have not taken this action yet.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.